Manufacturer narrative:
The condition of failure code 812:02 was confirmed through the event history due to a faulty pump head module. The pump head module was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with a malfunction of failure. It is unknown when this condition occurred. According to the hospital representative the patient was not involved. No patient injury or medical intervention had been reported related to the device. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. During review of the event history it was determined that failure code 812:02 occurred during delivery causing an interruption of delivery. No additional information is available.